Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated, and the mean was decreased by 13.4 mmhg. Readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
No device analysis results are available because the device remains implanted.

Event description:
Additional information was provided 20nov2024. The site reports the patient was hospitalized on (B)(6) 2024 with shortness of breath and edema. The site reports the cardiomems contributed to the hospitalization because the sensor did not accurately reflect the patient's increased pulmonary pressures and fluid overload so they were not alerted to the increased pressures. The patient was treated with optimization of guideline-directed medical therapy and diuresis and the sensor recalibration was performed 14nov2024 as previously reported. The patient is now stable and at home.